Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that cracks in casing near reservoir window and battery cap and crack near esc button. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.